Event description:
Analysis of the returned device found that the subject stent stabilizer was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the returned stent was found to be deployed. The stent stabilizer was found to be broken/fractured. The stent delivery catheter was found to be kinked/bent. The significant amount of blood was noted within the stent delivery catheter and stent stabilizer. The stent stabilizer was found to be kinked/bent. During functional inspection, stent failed/unable to deploy functional test was unable to perform as the stent was found to be deployed. Stent stabilizer/catheter friction functional test ¿ the device was flushed. The slight friction was noted between stent stabilizer and the stent delivery catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failed/unable to deploy could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent stabilizer/catheter friction was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. The device was analyzed, and the stent stabilizer was found to kinked/bent and broken/fractured. The stent was found to be deployed. The stent delivery catheter was found to be kinked/bent. The friction between stent stabilizer and stent delivery catheter was confirmed during the functional test. It is probable that the moderately tortuous anatomy may have caused the damages noted to the device and reported events during use. An assignable cause of ¿procedural factors¿ will be assigned to the as reported and as analyzed ¿stent stabilizer/catheter friction¿, as reported ¿stent failed/unable to deploy¿, and to the as analyzed ¿stent stabilizer broken/fractured during use¿, ¿stent deployed prematurely during preparation¿, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of ¿handling damage¿ will be assigned to the as analyzed ¿stent stabilizer kinked/bent¿, ¿ stent delivery catheter kinked/bent¿, as these issues appear to be associated with handling of the product or portion of the product during the procedure.